Event description:
In 2006 the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. In 2007, it was noticed the pt was experiencing a proximal type I endoleak with some aneurysm enlargement. After 50 days, a re-intervention took place. An aortic extender component was implanted proximally resolving the endoleak.

Manufacturer narrative:
Device remains implanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause.